Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the inability to aspirate the catheter was unknown.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_unknown_cath, implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 158 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2016 that during a scheduled pump replacement due to the battery elective replacement indicator was at seven months, a new pump segment was implanted and connected to the existing catheter and then the new pump segment was connected to the new pump. After the new pump was connected to the catheter, the hcp then tried multiple times to aspirate the catheter but was unsuccessful. The hcp then called from the operating room to speak to the patient¿s father. Based on the information that when the patient¿s pump had gone empty and alarmed a year prior but the patient had not experienced any withdrawal symptoms and the fact that the daily dose was currently only 158 mcg/day, the hcp presented the options to the father of explanting the pump and leaving the old catheter tied off and in place or replacing the catheter. The father chose to have the pump explanted and to leave the remaining portion of the catheter implanted and tied off. The new pump was opened but not used and had already been discarded in the sharps container, so it was unable to be retrieved for return. Refer to manufacturer report# 3004209178-2016-27076 for the event pertaining to the pump replacement and new pump segment and refer to manufacturer report# 3004209178-2016-27080 for the event pertaining to the empty pump. It was indicated that at the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.